Event description:
It was reported that this pacemaker exhibited far-field oversensing of the r-wave on the atrial channel. Technical services (ts) provided reprogramming recommendations. Additionally, stored episodes of false pacemaker mediated tachycardia (pmt) were observed; however, the pmt algorithm successfully terminated these episodes. No adverse patient effects were reported. This pacemaker remains in service.